Manufacturer narrative:
Under high magnification two distinct types of damage were observed. One area had fractured ends of strands, and one area had what appeared to be a deliberately trimmed end. Seven wire bundles were observed with the cut ends which is approx. 30% of the entire wire damaged. With that much damage, the wire would not be able to withstand the same tensile force as an intact piece of wire. It appears the wire fractures occurred because the wire may have had only 70% of the bundles intact and could not withstand the forces of an intact wire. It is inconclusive when or where the damage occurred.

Event description:
Original surgery for transoral removal of odontoid peg c#4 laminectomy and insertion of loop using cable. Revision surgery performed to remove broken wire and for refixation of loop with other wire.